Event description:
No additional information received from the customer. This supplemental report is being submitted to provide the correct f10 health effect: clinical code from e2403: no clinical signs, symptoms or conditions to e2008: foreign body in patient.

Event description:
Correction is being made to the previously submitted importer report with reference number: 2429304-2025-00231-01. Corrected field: f6: date user facility/importer was aware, which was not late. The correct date was 09/15/2025.

Event description:
No additional information received from the customer.

Event description:
The day after a therapeutic endoscopic retrograde cholangiopancreatography, after the patient woke up they discovered that the distal tip had fallen off the patient. There was no further information on any diagnostic imaging done to confirm device fall out, and no information on any medical intervention done to retrieve the fallen device. There are also no reports of patient harm.